Manufacturer narrative:
Corrected data: d1 corrected to swivel assembly standard. D2 corrected to mayfield field replacable parts. D4 corrected to part ID 437a2400.

Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. Unit received with the torque knob missing; a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a2079 (s437a2400) swivel assembly standard because the torque knob was missing.